Event description:
Customer reported experiencing high blood glucose readings. Customer's blood glucose reading in the morning was in the range of 300 mg/dl and had treated with a bolus. Customer reported symptoms of slow reaction and nausea. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low thresh suspend and no delivery alarms were noted in the alarm history. High pressure test was performed and passed. Customer mentioned that they had a no delivery alarm and nearly 70 units were left. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.